Event description:
It was reported that the oil is leaking from the 9800 system c-arm high voltage tank. It was also noted that the x-ray tube is arcing. There was no report of pt injury.

Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.